Event description:
It was reported by the patient that he has had 4 previous fusions from 2007 to 2008. During a recent follow-up visit with his surgeon, he was made aware that he has two broken titanium rods, but he does not know during which surgery the rods were implanted. He also reported he has the 5 mrsa infections and most recently a tumor in his spinal cord was seen on MRI that will require surgery soon. He reported that he is not healing and is required to wear a body brace at all times out of bed. The patient also reported increased pain and numbness radiating to his hips, si joints, and lower back in addition to compromised gait. Corrective surgery for hardware replacement and tumor removal and/or biopsies has been ruled out in both cases for the short term, due to the complexity and extent of past spinal surgeries and significant history of mrsa and staph infections.

Manufacturer narrative:
The devices or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.